Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with three alerts warning of impending shock from the cardiac defibrillator. The source of the warning alerts were due to pacemaker mediated tachycardia, no attempts were made to reprogram the device. The physician decided to explant and replace the device. On (B)(6) 2017, the patient successfully underwent the device explant. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of shock alerts was confirmed in the laboratory due to review of session record programmer printouts. The alerts were triggered due to detection of intermittent noise on the ventricular channel. However, the noise was most likely caused by external (non-device related) factors. The device was tested on the bench and using automated testing equipment, and no anomalies were found.